Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that a patient began to decompensate after the explant. The family decided to withdraw care, and the patient eventually expired. The cause of the hemodynamic instability remains unknown.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.